Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the customer reported complaint was replicated/ confirmed. The 30-degree endoscope plus had attached endoscope adapter (aea) bearing friction issue. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on the light button of the button pack assembly. The endoscope had cable integrity (visual damage) at zone b.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vision issue, an investigation is in progress. Intuitive surgical, inc. (Isi) did not receive the 30 degree endoscope plus to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to starting post-anesthesia a da vinci-assisted surgical procedure, the 30 degree endoscope plus had rotation issue. The mechanical defect has been seen. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that ports were placed on the patient when the issue happened. Initially, it happened for the first time when endoscope was reinstalled after cleaning. Controls got reversed on master control. The image was inverted. The event did involve a reversed control on system arms. The surgeon did confirm desired orientation when endoscope was installed. An indication of the image orientation was not provided to the user via user interface. The endoscope was attached to the endoscope¿s adapter. The vision issue did not result in patient injury. The issue was identified prior to the case on (B)(6)2023.